Event description:
Pharmacy intern was preparing a tpa with insulin and used the tuberculin syringe and drew it back to the 12 minum mark, thinking it was units. Intern asked a pharmacist to make sure it was correct. Rph (a newly licensed graduate) was not 100% sure, so a clinical pharmacist was asked to check. This paramacist caught the error. According to the rptr minum measurement is an outdated measurement and should be removed from syringes. People will not always do what they should and will use tb syringes on occasion.